Manufacturer narrative:
Date of event: (B)(6) 2021. 10mar2021.

Event description:
The customer reported that the respiratory therapist reported a blower temperature alarm. The customer contacted product support and found an error code in the significant event logs the customer reported that the air inlet filter is dirty. The customer reported that the unit was in use on a patient, but there was no patient harm reported. Patient information were requested from the customer, but no response received. The customer replaced the air inlet filter and ran pvt and the unit passed all tests.